Event description:
Additional information reported stated that patients cause of death was recurrent refractory vt.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.